Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and possibly experienced an air embolism. No other information was provided. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A system log review could not be performed because an event date was not provided. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age underwent an ion lung biopsy and possibly experienced an air embolism. No further data is available. There was no malfunction of the ion system, instruments or accessories reported. There is insufficient information to determine whether any adverse event occurred nor whether the possible adverse event might have been procedure related. There is no evidence the possible adverse event might have been device related.